Event description:
It was reported by a customer on (B)(6) 2011, no energy was coming out of the fiber and the screen indicated excessive fiber tip heating at 10 joules. Per the customer, the aim beam test was performed. The fiber was not clamped. The fiber tip was not cleaned as it was brand new. There were no injuries to the pt. The aim beam was barely visible. There were no observations leading up to the incident. "Excessive heat on fiber" error code was displayed on the console, even though the fiber was used for only 10 joules and was not in contact with tissue.